Event description:
The feeding tube broke at the hub of the catheter during placement. The tube was removed and replaced with no harm to the patient.manufacturer response for feeding tube, (brand not provided) (per site reporter)clinical site notified mfg rep directly.